Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a poor image quality. The issue was found during a therapeutic gynecological operation procedure that was completed with an olympus back-up device. There were no reports of patient harm.